Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the lead was returned in two segments. The conductors were stretched and extended beyond the severed ends of the midbody segment. Furthermore, the lead insulation was observed with calcium deposits, along with damage. Deposits of calcium on cardiac lead electrodes have been shown to increase lead impedance. The reported high impedance measurements are likely the result of the findings observed by the laboratory.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to exhibiting high out of range shock impedance measurements. It was reported that over time this lead has been exhibiting a gradual rise in the shock impedance measurements as a result of calcium build up on the shocking coil. This lead is expected to be returned to boston scientific for analysis. A new lead was successfully implanted. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to exhibiting high out of range shock impedance measurements. It was reported that over time this lead has been exhibiting a gradual rise in the shock impedance measurements as a result of calcium build up on the shocking coil. This lead is expected to be returned to boston scientific for analysis. A new lead was successfully implanted. No further adverse patient effects were reported.